Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens -11.5 diopter was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was explanted. On the same date in a separate surgery the lens was replaced with a longer length lens due to low vault. The problem is resolved. Cause reported as unknown.

Manufacturer narrative:
Weight-ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).